Manufacturer narrative:
Method and results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted trident liner which shows damage along the rim consistent with impingement from the femoral stem and/or trunnion, however this is not confirmed. Medical records received and evaluation: review of these records confirms dissociation of the femoral head from the femoral stem trunnion occurred, however, the root cause cannot be determined as insufficient information was available device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinician stated: review of these records confirms dissociation of the femoral head from the femoral stem trunnion occurred, however, the root cause cannot be determined as insufficient information was available. The photographs shows a recently explanted trident liner which shows damage along the rim consistent with impingement from the femoral stem and/or trunnion, however this is not confirmed. Further information such as implant retrieval with material analysis, operative reports, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was experiencing hip pain. X-rays revealed a disassociated femoral head with trunnion wear. The patient was brought in for a femoral stem revision. Update august 20th; further to review of the medical review attached to this pi, product grid updated to include the liner. The medical review indicates liner wear and damage due to impingement.